Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on it was stated that neither part was replaced. The customer found a bent pin, repaired, the board, and performed preventative maintenance (pm). The pm was passed, and the unit was put back into service. It was stated in a gfe response from the customer that the device diagnostic report (drpt) was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing a 110a (check vent: proximal pressure sensor auto zero failed) alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was alarming, saying that the proximal pressure sensor auto zero had failed. The rse instructed the customer to perform troubleshooting in the following order: verify pin alignment between the solenoids; replace the 3rd and 4th solenoids; replace the data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.